Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experience a low blood glucose level (62 mg/dl). Customer drank juice and ate a protein snack to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with health care provider.